Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3889, lot# j0444421v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction. The health care provider (hcp) reported that the patient had pain at the site of the implantable neurostimulator around the right buttocks and it was replaced to a left buttocks site.